Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member reported that the customer was hospitalized with a mild heart attack that was diabetes-related, and anion gap which was due to diabetic ketoacidosis. It was reported that the customer's blood glucose value during the hospitalization was 300s mg/dl. The family member was unable to complete troubleshooting but stated they would call the helpline back to do so. No further information was provided.